Event description:
It was reported that there was an infected right knee and liner was changed out.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5510f402. Lot # s987f, description: triathlon cr fem comp #4 r-cem; cat # 5520-b-300. Lot # hkf0a, description: triathlon prim tib baseplate - cemented; cat # 5550-g-298, lot # prjd, description: triathlon symmetric x3 patella , at this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A review of the sterilization records verified the sterility of the reported product lot. No device evaluation performed as none was returned. No evaluation of medical records performed as the pathology report for this patient or medical notes was not provided. An undated x-ray was provided however this is insufficient for medical review of this infection case. Based on the information provided, the investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. The reported event regarding infection involving a triathlon tibial insert was not confirmed.

Event description:
It was reported that there was an infected right knee and liner was changed out.